Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot# va182ln, implanted: (B)(6)2016 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was later reported that the patient was able to turn the device down after the device ¿went crazy¿ and jumped up to 9. The patient saw an health care provider (hcp) who works with their physician for routine adjustments regarding the issue. It was stated the lead ¿was greater than 4,000¿, so the hcpwas no longer going to use that lead anymore. The patient inquired if that meant the lead was messed up. No further complications were reported.

Event description:
A patient implanted with a neurostimulator (ins) for dystonia and movement disorders reported their settings suddenly jumped up to 9 and their mouth started to feel strange after going through a security gate/theft detector a couple of weeks prior to this report. The patient then encountered an out-of-regulation (oor) message the night before this report while trying to adjust the setting to 9. The oor was bypassed and the patient was able to adjust to 9 without seeing the message again. It was noted the patient had been having gradual right arm/leg dyskinesia for a couple of months, although it was noted that dyskinesia is a potential side effect of the sleep medication trazodone which the patient was prescribed for the past year. No further complications were reported.